Manufacturer narrative:
The device was received for evaluation. During functional testing, the customer reported "upstream occlusion" was reproduced while attempting to perform the upstream occlusion test. A review of the event history log revealed multiple "upstream occlusion" alarms. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the upper and lower ultrasonic values out of specification and the ultrasonic sensor was observed to be peeling in the tubing channel. The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed upstream occlusion during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.